Event description:
Urologix received a medwatch report# mw1018110 on 03/10/00 from FDA. No report of the event was received from the hospital where the treatment was performed. The device was not returned to urologix for eval. No additional info was received from the site.